Manufacturer narrative:
For gc-ms measurements, an enzymatic glucuronidase cleavage is usually performed. Therefore the obtained result is the sum of oxazepam and oxazepam glucuronide. The assay showed significantly higher cross reactivity to glucuronides due to the enzymatic hydrolysis of the glucuronidated benzodiazepines. The determined cross reactivity was within the specified range. No adverse event was reported.

Event description:
The customer received a questionable benzodiazepine result for one patient urine sample. The initial result was negative and was reported outside the laboratory. The cutoff was 300 ng/ml. Confirmation testing was performed and the result by gcms was positive for oxazepam at 1100 ng/ml. The customer believed the gcms result to be correct. The customer stated there was no adverse event as the questionable result was reported outside the lab at the same time as the gcms result and the doctors really only look at the gcms result. The benzodiazepine reagent lot number was 65402901 with an expiration date of 09/30/2013. The customer refused a service visit.